Event description:
It was reported that the patient presented to the hospital for a crt(cardiac resynchronization therapy) upgrade. During the attempted initial implant, the right ventricular lead became dislodged. Additional attempts to reposition the lead resulted in high capture threshold. The lead was moved to the lbbap(left bundle branch area pacing) position but then exhibited inappropriate capture and no correction to the qrs. The lead was then repositioned to the rbb(right bundle branch block) position and pacing measurement was satisfactory. The procedure was completed without further complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).